Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged guidewire is confirmed; however, the root cause could not be determined. One photograph of a guidewire was returned for evaluation. An initial visual observation of the photograph showed a portion of a guidewire that appeared to be damaged. Misaligned coils were observed near the distal portion of the guidewire. No use residue or other details of the damage were observed on the sample in the returned photograph. Although a damaged guidewire was evident in the submitted photograph, inspection of the photograph was insufficient to identify the cause of the damage. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, "during the process of placing a catheter for the patient, the customer found that the front end of the guide wire was not smooth and there were irregular and extra hard blocks, so that the guide wire could not pass through the puncture needle, and a new set of sedinger was reopened for use." No other information was provided. 01/26/2024: the returned device exhibited misaligned coils near the distal end of the guidewire.